Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Post market safety reviewed this case. According to the customer, the device stopped working, and will no longer recharge, or power-up. The customer confirmed they had been using the device with a cracked screen without issue. Reportedly, the device screen became stuck, and the device started to audibly beep and power-off/restart. Additionally, fluid was observed coming from the device. The customer confirmed the device did not get wet/wasn't exposed to fluid. The physical device was not returned for investigation, therefore the root cause, or explanation for the device operation is inconclusive and cannot be determined based upon the available information in the report. The customer received a replacement device.

Event description:
It was reported that the upon restarting the dash omnipod personal diabetes manager (pdm) due to an application crash, the device will not charge and fluid was observed leaking from the back of the device.